Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette was causing a "no disposable alarm" on both pumps. 10.9 ml reservoir volume. No further details provided. No patient injury was reported.